Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. A large chuck has been broken off the at the lower corner of the upper assembly due to an unknown event. Ac power was applied to the returned rf generator and the display failed to illuminate with a continuous audible tone, which confirms the field reported event. The upper assembly was temporarily replaced for evaluation purposes and normal functionality was restored to the system. The original upper assembly was reinstalled at the conclusion of the evaluation and the several successful reboots were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to the microprocessor within the upper assembly.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device preparation, when the generator was turned on, after the machine made the auto test a loud beep was heard. The machine was turned off and on again, but the issue remained. The patient was already prepared for the procedure when the case was cancelled. There were no adverse consequences for the patient.